Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the wire separated on the tenaculum forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was broken. Both open and close cables were broken in between the grips. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments pitch cables were broken. Both pitch down and up cables were broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The main tube displayed discoloration on all the main tube with scratch marks and light material removal. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. The pulley exhibited an indentation on the edge. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken grip cable and/or scratch marks on the main tube with light material removal found during failure analysis could cause or contribute to an adverse event.